Event description:
The customer reported ballooned pump segment. Although requested; no additional event information provided. No patient harm reported.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.